Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. In the absence of device returned for analysis, a conclusive cause for the reported failure to achieve hemostasis could not be determined. A conclusive cause for the reported patient effects of pseudoaneurysm, hematoma, aneurysm, stenosis, hemorrhage, perforation, cerebrovascular accident, tissue damage, renal failure, intimal dissection, myocardial infarction and the relationship to the product, if any, cannot be determined. The patient effects listed are consistent with the product risk profile and are therefore expected. The subsequent treatment of additional therapy and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The UDI number is not known as the part and lot number were not provided. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The death referenced in the article is filed under a separate medwatch report number. The proglide device referenced in the article is filed under separate medwatch report numbers. Article titled: comparison of vascular closure devices for access site closure after transfemoral aortic valve implantation. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Event description:
This event is from a literature review identifying prostar xl/proglide devices used for transfemoral aortic valve implantation procedures that may be related to: pseudoaneurysm, bleeding, stenosis, stroke, myocardial infarction, arterial injury, acute kidney injury, hematoma, dissection, aneurysm, arterial rupture with no hemostasis achieved resulting in surgery, blood transfusion, balloon angioplasty, stenting and prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in the article, titled: comparison of vascular closure devices for access site closure after transfemoral aortic valve implantation.